Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned, analyzed, and primary analysis results revealed no anomalies found. Lab personnel noted that blood is visible at various locations on the catheter and using a fresh syringe the balloon was tested.

Event description:
It was reported that the balloon catheter was advanced in the coronary sinus through a cannulation catheter. When the balloon was inflated, it could not be visualized under fluoroscopy and the vein was not blocked. The catheter was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.